Event description:
Event description cpi received information that during an implant procedure this bipolar steroid eluting lead (4285) was not used due to sudden loss of pacing, and impedance measurements. The physician elected to replace the lead with a sweet tip bipolar lead (4269).